Manufacturer narrative:
On 6/5/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On 6/5/2017 - the consumer claims to have received a burn while in use of the product. The consumer did not specify the cause of the burn. Medical attention was received.